Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. The patient was vomiting. As treatment for hyperglycemia, patient gave themselves around 110 units of insulin and drank water. They removed the pod. Patient ended up going to the hospital and was diagnosed with diabetic ketoacidosis (dka).